Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 419 mg/dl, which she did not take a correction for yet. The customer's blood glucose was high due to ice cream and other foods. The customer attempted to take a 4.4 unit bolus but the no delivery alarm occurred. The customer ran a prime and insulin failed to exit the tubing. The customer was advised to change the entire set. The customer's blood glucose was 463 mg/dl at this point. The customer bolused with the new infusion set and it went through successfully. Troubleshooting was declined for high blood glucose. The reservoir and infusion set will be returned for analysis and replacements of each product will be shipped to the customer.